Event description:
A plate implanted in 2000 broke post-operative. Plate was implanted for a resection of the mandibula due to cancer. Plate was used to bridge the gap in the lower jaw bone. Plate fractured over the gap. Plate was removed on event date.